Event description:
It was reported the patient presented for a leadless pacemaker implant procedure. During implant, no adequate capture thresholds were observed. After multiple mapped locations, it was observed the leadless pacemaker helix was stretched. The device was explanted and replaced without issue. The patient was stable.

Manufacturer narrative:
Device history was reviewed to ensure that each manufacturing and inspection operation was performed. No anomaly was noted, the device passed all tests. The reported complaint of capturing problem was not confirmed. The reported complaint of stretched was confirmed. Visual inspection showed that the helix was stretched out of specification consistent with having occurred during procedure. Telemetry, pacing and output features were analyzed, and the device exhibited normal electrical characteristics without any anomalies.